Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pico device was applied on dec 12th and the pump was working fine until dec 13th in the afternoon, all the 3 indicators were suddenly flashing and the pico device stopped working. This happened on the 2nd day after the pico application. Backup was available to continue the treatment with no delays.

Manufacturer narrative:
The device used in treatment has not been returned for evaluation. It was reported all the 3 indicators were suddenly flashing and the pico device stopped working. The photo provided confirms a relationship between the device and the reported event. However, a root cause could not be determined by viewing the photo. Potential factors that can contribute to the reported event include the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event, this investigation is now complete with no further action deemed necessary at this stage. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. The loss of negative pressure wound therapy due to an inoperative or 'stopped' pump will not directly cause or contribute to serious injury or death as the pico dressing can revert to managing the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.